Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had no communication issue between insulin pump to mobile unresolved. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Attempt to reproduce the issue using xiaomi redmi note 9 pro (android 12) device on app version 1.2.1 and pump 780g (sw 6.7) was made and it was not reproduced. Upon app log analysis, it was observed that the reason for the failed pairing would be related to loss of connection between the pump and phone. The most likely cause of this would be related to the device's bluetooth stack implementation. No issues with the app behavior were observed. Steps to resolve the issue were provided to technical support: remove the pump from the list of paired devices (android os). Remove the phone from the list of associated devices (the pump). Check if any other apps which use bluetooth connections are installed, remove them if any present, unpair the phone from any bluetooth devices delete mmm app. Clear cache of bluetooth app: settings - applications - all apps - tap on 3 dots menu in top right corner - select ¿show system apps- find and tap on bluetooth app - tap ¿clear" on the bottom bar - select ¿clear all" ok. Reset network settings: settings - connection & sharing - scroll down and tap on ¿reset wi-fi, mobile networks, and bluetooth- reset settings - ok. Install mmm app. Disable battery optimization for mmm app: long tap on the mmm app icon - tap on the ¿about app label" tap on "activity control" - select ¿no restrictions".? Try to pair again. Do not leave the pairing screen during the pairing process. If the previous steps don't help - try to pair the pump in another location, with a lower level of electromagnetic noise. Support tried to contact the customer but could not reach them. The communication with the customer was lost. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.